Event description:
Information was received from (B)(6) that the ventricular assist device (vad) implanting site submitted a report of an event for this patient to bfarm that occurred when the patient was at a different hospital for unknown reason. The patient's controller was connected to a battery and cac adapter. After removing the cac adapter and connecting to a battery and an "electrical error" message, "efault" was displayed and there was a red alarm and "vad stopped". The patient did not have a back-up controller. The site suspected a fracture of the driveline. The patient received intravenous (IV) heparin and was transferred to implanting hospital via helicopter where he was transferred to the ICU. There was no fracture or damage to the driveline. The controller was exchanged under controlled conditions in the ICU and the pump restarted without problems. The patient tolerated the situation without complications. It was reported that the event was resolved. This is report 2 of 2.

Manufacturer narrative:
The reported electrical fault alarms and vad stopped alarms were confirmed during log file analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a controller power up event on (B)(6) 2015 at 07:58:25 followed by a motor start event on 07:58:35. The data point prior to the loss of power (at 07:50:54) revealed that battery ((B)(4)) was connected to power port one with 95% relative state of charge (rsoc) and no power source was connected to power port two. A second controller power up event was recorded at 08:00:10 with no motor start event. An electrical fault alarm was recorded a second after the controller power up indicating that the front stator was not connected. Three minutes later (08:03:08) a vad stopped alarm due to a failure to start the pump was logged. Three additional controller power up events (at 08:05:44, 08:11:22 and 08:16:30) were recorded with the same observation of an electrical fault alarm followed by a vad stopped alarm. The driveline was eventually disconnected from the controller at 10:41:05. Analysis revealed that the controller and battery ((B)(4)) passed visual examination and functional testing. The controller was able to start and run a motor fixture without any anomalies. Base on the available information, the most likely root cause of the losses of power can be attributed to a disconnection of both power sources. The root cause of the reported vad stopped alarm can attributed to failure of the pump to restart after several attempts. The manufacturer has opened an internal investigation to evaluate pumps that are unable to restart. This is one of two reports (3007042319-2015-00783 and 3007042319-2015-00784) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00783 and 3007042319-2015-00784) submitted for devices related to the same event.

Manufacturer narrative:
The controller, (B)(4), and battery, (B)(4) associated with the event were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices could not be performed since the device was not returned for evaluation. The devices could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00783 and 3007042319-2015-00784) submitted for devices related to the same event.